Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has increased to 600 mg/dl. The customer did not experience any symptoms of hyperglycemia. Troubleshooting was initiated for the high blood glucose. The customer stated that he treated with manual insulin injections. The drive support cap appeared normal. The device was programmed accurately. A prime was successfully performed. There were no leaks or air bubbles or bent cannulas either. A high pressure test was declined and will be performed when the customer calls back. No products were returned or replaced.